Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was indicated that the patient was came into (B)(6) ER after having another procedure unrelated to her hip from a neighbor hospital. She was diagnosed as being septic. Which the infection had spread to her hip from many years ago. The x-ray shown the implants were depuy srom. Because it was done at a different hospital no catalog and no lot numbers are available. Intra op the liner was removed 52 +4 neutral liner. And a 36 srom head. The surgeon did a wash out of the hip and the 2 implants were replaced. Doi: (B)(6) 2011, dor: (B)(6) 2021, left hip.